Event description:
Event description cpi received information that these two sutureless myocardial unipolar leads (4312's) were capped and removed from service due to a rate sensing issue. The leads were repalced with a bipolar endocardial tined lead (0010).